Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. Customer changed supplies and resumed insulin delivery successfully. The customer's blood glucose was 261 mg/dl.